Event description:
It was reported that there was a power on reset (por). During follow up there was an ¿error 207008¿ that appeared on the programmer. The programmer requested a save-to-disk (std) and after saving, it was possible to interrogate normally the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. Partial reset occurred on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.